Event description:
On (B)(6) 2016 event received from (B)(6) study. Initial description: "patient c/o cp (chest pain) in office on (B)(6) 2016 and set for heart cath on (B)(6) 2016, instent restenosis found in study stent and re-stented to rca." Outcome: recovered/resolved. Additional information on dec 20, 2016: the target vessel was rca: cass (coronary artery surgery segment) 3 -dist rca. The index procedure was performed on (B)(6) 2016. The doctor for the index procedure for re-stenting was. Dr. (B)(6). The patient came in first in pain on (B)(6) 2016, and again on (B)(6) 2016 to book the date for re-stenting procedure. There was no injury to the patient during the index procedure and it was completed successfully. Additional information on december 22, 2016: medtronic integrity stent was used for the re-stenting procedure on (B)(6) 2016. The site became aware of the event on (B)(6) 2016. The patient is good at the time of follow-up. The physician who performed the restenosis procedure was dr. (B)(6). Additional information on dec 29, 2016: the revascularization procedure took place at the same hospital, (B)(6). Dr. (B)(6) is one of the dr. (B)(6) partners.